Manufacturer narrative:
Per the user guide: after removing air from the cartridge with the syringe, withdraw needle from the fill port. Gently press on the plunger to remove air bubbles until insulin fills the needle hub and you see a drop of insulin at the tip of the needle. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an out-of-insulin alarm; however, the customer verified that 150-200 units of insulin were still in the cartridge when the alarm was declared. The customer's blood glucose level was 170 mg/dl. The customer changed all of the pump supplies and the alarm was resolved. Reportedly, the customer had not removed the air from the syringe prior to filling the cartridge. To ensure that pump is able to accurately interpret the amount of insulin in the cartridge, tandem technical support educated the customer on the proper load procedure. The customer acknowledged the information.